Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 55 mm diameter fusiform abdominal aortic aneurysm. Length of non-aneurysm aortic neck was 41 mm, proximal diameter of non-aneurysm aortic neck was 23 mm, distal diameter of non-aneurysmal aortic neck was 25 mm, diameter of right iliac artery was 15 mm and diameter of left iliac artery was 14 mm. The right and left iliac arteries were mildly tortuous. Degree of circumferential thrombus and / or calcification was 20%. It was reported that two years post implant and ultrasound showed a type ii endoleak in the distal part from the dorsal view. There was no reported intervention or action taken. Seven months later the ultrasound showed a type iia endoleak again. There was no reported intervention or action taken. Two years later a CT with contrast showed distal type I endoleaks from the left limb and the right limb. A secondary endovascular procedure was performed two weeks later where endurant 16x20x95 and a 20x20x80 were implanted in the iliac arteries. The endoleak was successfully resolved. No additional clinical sequelae were reported and the patient is fine. The investigator assessed the event as not related to the study procedure, but is related to the study device.

Event description:
Ctas 4.5 years post-implant revealed that the bifurcate was positioned just below the renals, with the ipsilateral limb into the right common iliac, and the contralateral limb into the left common iliac. The max diameter aaa is 6cm. Contrast is seen in the distal end of the left/contralateral limb, and the stent graft appears unopposed to the vessel wall. The stent graft od is 21mm and the iliac diameter is 25mm. No endoleak is visible in the right iliac; the distal ipsilateral limb od measures 15mm. Earlier follow-up images were not provided. The cause of the type ib endoleak was likely due to disease progression; iliac artery dilatation. No type ii endoleak was seen.

Manufacturer narrative:
(B)(4).